Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s): 694758 lead, implanted: unknown; ddbb2d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. It was determined there was a connection problem with the implantable cardioverter defibrillator (ICD) due to a setscrew problem. Intervention was required and the lead was reconnected. The ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular(rv) lead integrity alert. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 183; ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing. Rv pacing impedance is within range. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.